Event description:
Defective cstd (closed system drug-transfer device) syringe broke during compounding etoposide. The plunger came out completely from the base for bd (becton dickinson) equishield syringe ref su-10/2.